Manufacturer narrative:
Other applicable components are: product ID :3966, lot# la3220, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) implanted for urinary dysfunction/sacral nerve stimulation. It was reported in (B)(6) 2005 a lead was replaced due to water in the casing with lead revision. There were no further complications that have been reported as a result of this event.